Manufacturer narrative:
Manufacture date: 2/4/2004 for serial number (B)(4). Manufacture date: 11/13/2007 for serial number (B)(4). Asp investigation summary: the investigation included a review of the device history, the service and complaint history, trending by product line and system serial number and health hazard analysis. The DHR (device history review) for the sterrad 100s and 200 systems confirmed that the products met all specifications at the time of release. The service and complaint history for the sterrad 100s and 200 did not reveal a trend for respiratory reaction. Trending analysis for respiratory reaction issues associated to the sterrad 100s and 200 found there is not a significant trend. The hhe (health hazard analysis) was reviewed for this issue. The index is considered none/negligible. There was no product returned for investigation. During follow up with the customer, it was reported that the adverse reaction(s) experienced were not related to the sterrad units. The root cause of the healthcare workers reaction is unknown.

Manufacturer narrative:
Concomitant devices: sterrad 100s: catalog number: 10101, sn: (B)(4). Sterrad 200: catalog number: 10201, sn: (B)(4). (B)(4) - cough, sneezing, and queasiness. An asp fse assessed both sterrad units onsite. He found the units idle. He did not smell anything or see haze in the room. The fse replaced the oil, oil filters and the catalytic filters in both units. He ran an empty cycles. The units meet manufacturing specifications.

Event description:
A healthcare worker (hcw) reported chronic sneezing, queasiness, coughing and chest tightness while working in the area where the sterrad 100s and the sterrad 200 are located. The hcw alleges that the symptoms went away while the employee was on vacation, but recurred when she returned to work. It was also reported that the hcw had symptoms of coughing and tightness in her chest for a duration of three months. The hcw experienced symptoms while in the room whether or not the units were running. The hcw did seek medical attention and was prescribed an inhaler, antibiotics, steroid pills and over the counter cough medicine. The healthcare worker has no known allergies and no relevant medical history. It is unknown which sterrad unit was causing the issue, if any additional information is provided a supplemental medwatch report will be submitted. An asp field service engineer (fse) was dispatched to assess the unit.